Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during olympus' device inspection that the videoscope exhibited foreign material which was difficult to remove. The issue was found during set up / inspection for use (during set up in room / before patient in room). There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was reproduced. Based on the results of the investigation, olympus could not identify the foreign material from the information provided and could not identify why the foreign material remained. Therefore, the definitive root cause of the reported issue could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.